Manufacturer narrative:
We received one used device (lt 125-24, easypump, 125 ml vol, 5 ml/hr) for evaluation and investigation. At the nominal fill volume of 125 ml, the flow rate accuracy of the pump was 75.28 ml/hr (4.25 - 5.75 ml/hr nominal range) with average infusion times of 1.66 hours (21.74-29.41 hours nominal range) respectively. Both the average flow rate and the average infusion time were found to be higher than the respective ranges. The test result showed that the average infusion time (1.66 hours) based on the flow rate accuracy test was very close to the reported complaint (1.5 hours). Visual examination, which was performed on the glass orifice in order to identify the root cause, showed that there was a leak pathway inside the orifice glass holder; this resulted in a higher flow rate. We tested 5 retained devices having the same lot number (622111) involved in this incident, and all of the devices were within the nominal ranges. In addition, the flow rate accuracy test was performed on the following retained lots: 4 finished device lots (622106, 622107, 622174 and 622175) contained 3 consecutive sub-assembly lots, which were manufactured before lot #622111. Six finished device lots (622183, 632335, 642357, 642358, 642359 and 642360) contained 3 consecutive sub-assembly lots, which were manufactured after lot #622111. Total devices from 11 different lots including the device lot number involved in this incident were tested for the flow rate accuracy test; however, none of them demonstrated the same failure mode. Further investigation conducted on the complaint lot history showed that this is the only confirmed complaint from this lot (622111). In addition, since 2004 a review of the complaint database and the nonconforming material database (ncmr) did not reveal any complaint similar to this failure mode. We also perform the mass flow verification test during the manufacturing process in order to correlate the flow rate. Based on the flow rate results of the retains, the complaint database history, and nonconforming material database (ncmr), this incident is considered to be isolated. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that the patient had pain at the infusion cannula and "drooping" after the infusion. In addition, the report stated that the infusion had completed (pump emptied) in 1.5 hours - the expected infusion period for this pump is approximately twenty-four hours. The patient is reported as doing quite well.